Event description:
It was reported to boston scientific corporation that rx locking/biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025 for the treatment of stricture in the common bile duct. During the procedure, the physician inserted the non-bsc duodenoscope and began navigating toward the duodenum. Upon reaching the ampulla, they needed to remove a previously placed stent from the common bile duct before proceeding with another ercp. A rescue foreign body retriever was introduced, but during insertion through the duodenoscope channel, significant resistance was encountered, preventing the device from advancing. After multiple unsuccessful attempts, they switched to a second non-bsc scope and a second biopsy cap. Reportedly, the procedure was then successfully completed. Upon reprocessing the initial scope, they discovered that a sponge from the rx locking biopsy cap had become lodged in the working channel. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.